Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional (hcp), via the manufacturer representative, reported that during the stage two procedure, they were unable to insert the lead into the implantable neurostimulator (ins). The hcp tried to counter screw the setscrew, but the lead would still not advanced fully. It was noted the hcp was able to screw the torque wrench with ease, however counter-screwing with the torque wrench was difficult. The lead was attempted to be inserted several times and there was no evidence of a problem with the lead end. There were no known factors that may have led or contributed to the issue. A second ins was used and the issue was resolved.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), analysis found ins setscrew backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.